Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® c&s transfer straw kit separated from the holder. This was discovered before use. The following information was provided by the initial reporter: material no. 364953, batch no. 9175030. It is reported urine kit straw separated from holder. Customer complains that the needle was exposed. After opening the package, the customer identified that the needle was exposed from the tube holder.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® c&s transfer straw kit separated from the holder. This was discovered before use. The following information was provided by the initial reporter: material no. 364953, batch no. 9175030. -it is reported urine kit straw separated from holder. Customer complains that the needle was exposed. After opening the package, the customer identified that the needle was exposed from the tube holder.